Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One ensite x surface electrode kit left leg patch was received for evaluation. The reported recognition issue was not confirmed. The patches displayed continuity with no open circuits detected. In addition, the leg patch was able to be validated with no anomalies noted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported recognition issue remains unknown.

Manufacturer narrative:
UDI information (d4) and 510k (g3) are not provided within this report as this product (model ensite-sek-5-I-01) is an ous configuration not available in the us and is therefore not referenced in the gudid database.

Event description:
During an atrial fibrillation procedure, respiration data could not be collected resulting in cancellation of the procedure. The patches were exchanged, but the issue was not resolved. The procedure was cancelled after mapping and no ablation was performed. There were no adverse patient consequences.